Event description:
It was reported that the colonovideoscope displayed a gray, snowy monitor with no image during a diagnostic colonoscopy procedure while the patient was under sedation and the device was inside the patient. The procedure was completed using an olympus backup device. There was a delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.